Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal vhd was deployed. Slight resistance was noted during deployment. When the sheath was removed post deployment it was noted that approx one quarter inch of the sheath had broken off and remained in the pt. Hemostasis was obtained by manual compression. The pt was taken to the operating room to remove the remaining sheath and collagen plugs. The pt was discharged the same day. No further complications were reported.